Event description:
The customer's wife stated that the customer was at the dentist and had to be taken to the hospital, due to hyperglycemia. The reported blood glucose reading was 973 mg/dl. The customer's wife stated that the high blood glucose levels may have been from the pain. The customer's doctor checked out the insulin pump and stated that it was fine. It was advised that the customer call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.